Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated no response from any of the buttons in the insulin pump. It is reported that the pump has presented a blank display and is exposed to the fluid. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue from the pump and revert to the backup plan per hcp instructions and it will be returned for analysis.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. Unable to perform the displacement test due to pump error 38 alarm received while rewinding the pump. Pump error 38 was triggered due to detached home switch stopper being stuck between motor slide and home switch. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Verified pump alarmed stuck key alarm on (B)(6) 2022 at 15:02:29.000 in pump's downloaded history. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Additionally corroded battery tube was noted during inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, end cap address label fading, pillowing keypad overlay and keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 38 confirmed due to detached home switch stopper being stuck between motor slide and home switch. Keypad unresponsive/button error alarm was not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, battery tube and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.